Manufacturer narrative:
Investigation summary: catalog # 445870, s/n (B)(6): it was reported that the instrument does not perform the readings correctly with results that are very disproportionate (determined to be false negatives). An fse was dispatched to the site and cleaned the detectors. It was then stated that the instrument was operating according to specifications. The instrument was returned to use. The case was closed. The root cause cannot be determined. This complaint is not being confirmed as no instrument malfunction was identified. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there were false negative results. There was no report of adverse impact to patients.